Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had no audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having no audio output could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - additional. Device availability- additional. Additional information/device evaluation - additional. Device evaluated by manufacturer - additional. Event problem and evaluation codes - additional.

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A global receiver functional test was performed, and it failed the speaker tests. A global communication tool software test was performed, and it failed sound tests. Wiggle testing and was performed and failed. Manual "try it" testing and was performed and failed. The receiver case was opened for an interior inspection, and passed. Speaker resistance was measured and passed. The reported event of no audio output was confirmed. The probable cause could not be determined.